Event description:
A patient was in the or for a robotic prostatectomy. The physician went to use the scissor instrument and noted that one of the blades was missing. Upon exploring the abdomen, the broken blade of the scissor was retrieved successfully. The broken piece matched the rest of the instrument. The scissor (both pieces) was removed from the sterile field and terminalized in the autoclave. The event was reported to intuitive surgical since the curved scissor is a new instrument in their inventory. The scissor that broke today was used only once before and that was yesterday. No problems were noticed that day. Surgery progressed as scheduled.